Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose dropped to 41 mg/dl. The customer alleged that the device over-delivered. Ems arrived on scene to assist the customer and took them to the ER. The incident occurred on (B)(6) 2018. Customer also stated that the insulin pump had an over delivery alarm. The customer was treated by the medical staff (with juice), observed, and then released. During troubleshooting, the customer confirmed that the auto mode feature was automatically delivering insulin at the time of the hypoglycemic event. It was also noted that the reservoir contained 180 units of insulin but the status screen depicted 140 units. The reservoir was not returned for analysis. The insulin pump will be returned for analysis.